Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the legal manufacturer's final investigation. The complaint of no image was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. It is possible that since there was noise due to charge coupled device unit failure, that the failure cause no image to display. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the hd autoclavable camera head would not take pictures, focus, or display any images. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a smashed connector tip, faulty printed circuit board, a faulty charged coupled device (ccd) and a coupler was stiffed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.